Event description:
It was reported when an asymptomatic patient presented in the operating room for generator replacement, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead remains implanted with new implanted device.